Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant placed on (B)(6) 2022, when placing the healing abutment doctor experienced some difficulties but he was able to place it. On (B)(6) 2022, healing abutment had a lot of friction with the implant (maybe healing abutment screw bent during placement). The doctor removed the implant and the healing abutment having to apply excessive force ( forceps and ratchet). As a consequence of the event patient had pain. An injection was prescribed to the patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d1: brand name d2: type of the device d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and one (1) heal collar 3.5 x 5.5, 5mm (hc355) were returned for investigation. Visual evaluation of the as returned implant identified that the implant was received with the healing collar loosely attached. Additionally, no damage to threads of healing collar or implant drive feature identified. Functional testing for does not disengage/release, the healing collar was able to be removed with ease, using stock zimmer driver. The event could not be recreated. Pre-existing condition noted on the per was unknown bone density. The reported device was at tooth location 13 (fdi) for approximately 3 months. The customer did not provide images or x-rays. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Review completed utilizing keywords: medical pain & does not disengage/release. Therefore, based on the available information, device malfunction did not occur, and the reported event of does not disengage/release was unconfirmed. However, the event of medical pain is non-verifiable as it is a medical condition.

Event description:
No further event information is available at the time of this report.